Event description:
A user facility reported an intraocular lens (iol) was implanted and then explanted due to a posterior capsular tear. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the lens was returned. Blood and solution are dried on the lens. One haptic is broken. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the pc-tear. Damage was observed which was not mentioned by the customer. Due to the condition of the returned sample, blood and solution, the damage is most likely related to customer handling. (B)(4).